Manufacturer narrative:
The product was received on 01/31/2024 and currently undergoing evaluation. Another follow-up will be provided with detailed findings.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/31/2024 and tested on 2/28/2024. The results are below: the event log was pulled for review and there was no abrupt power off during an infusion. There are back to back log_event_on event lines right before the undefined event lines, which are from pulling the event log from the pump. An 100 ml infusion was ran on the pump, and it ran until completion without an abrupt power off taking place. The reported issue is not confirmed. The pump meets passing criteria.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/23/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.